Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2015-05257, reference MFR. Report#: 1627487-2015-05259.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2015-05257. Reference MFR. Report#: 1627487-2015-05259.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2015-05257. Reference MFR. Report#: 1627487-2015-05259.

Manufacturer narrative:
Results: the reported field observation was confirmed. As received, the lead had a kink where a broken wire was observed approximately 21cm from the tip of the stim end. A cam impression from the lead anchor was also observed on the outer tubing. The ends of the broken wire were in close proximity. Conductivity testing showed channel 7 was electrically open. This would have caused the invalid impedance observed in the field. The broken wire could have contributed to the patient¿s discomfort as the wires made intermittent and/or unintended contact. As the invalid impedances were observed prior to the revision, the broken wire is consistent with an in vivo overstress condition the lead was subjected to near the proximal end of the lead anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.